Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material inside the packaging outside of spec issue occurred. During catheter preparation, a vinyl-like foreign matter was found in the sterilized package. The issue was noticed before use. The device was not used on the patient. The vizigo¿ was replaced, and the procedure was completed without patient consequence. The foreign material inside the packaging outside of spec issue was assessed as MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation analysis was completed on 23-may-2023. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material inside the packaging outside of spec issue occurred. During catheter preparation, a vinyl-like foreign matter was found in the sterilized package. The issue was noticed before use. The device was not used on the patient. The vizigo¿ was replaced, and the procedure was completed without patient consequence. Details of the investigational analysis: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, it was observed a foreign material in the pouch of the vizigo sheath. The pouch was observed opened, and the foreign material looked like a part of a glove; however this cannot be conclusively determined at this time. The source and the composition of the foreign material remains unknown. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, and a fourier transformed infrared spectroscopy (ftir) study of the returned evidence were performed following bwi procedures. Visual analysis revealed that only the pouch and a petri dish with a blue foreign material were returned for the investigation, no other anomalies were noticed. A ftir study was performed on the material and revealed that this material was mostly composed of nitrile-butadiene rubber-based material, presumably a nitrile glove residue. Due to this finding a supplier manufacturing investigation was required. The supplier manufacturing investigation concluded as follows: it was concluded that there was a high possibility that this material was sealed inside the pouch during the packaging process. A device history record evaluation was performed for the finished device number 00002014 and no internal action was found during the review. The issue reported by the customer was confirmed. An internal corrective action has been opened to investigate this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported foreign material inside the packaging. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) were selected as related to the issue found during the supplier manufacturing investigation. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).